Event description:
This ra lead was implanted on (B)(6) 1991 and remains implanted at this time. A call to technical services placed on (B)(6) 2013 stated that there was an undersensing of atrial fibrillation noted. The ra sensitivity was increased to maximum level. There were a lot of noise or atrial fibrillation noted at ra sensitivity of 0.15 mv. The patient had no intrinsic down to 30 bpm. The ra thresholds could not be determined. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).